Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified mid left anterior descending artery. Following predilatation with a 1.5x15mm non-bsc balloon, the 2.50mm x 15mm nc emerge balloon was inflated to 12 atmospheres (atm) and then 14 atm. On the third inflation, at 20 atm, the balloon failed to inflate due to the severe calcification. The balloon was inflated twice more to 20 atmospheres and ruptured. The procedure was completed with a different device and no patient complications were reported.